Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-50557; related manufacturer report number: 2017865-2023-50558; related manufacturer report number: 2017865-2023-50561. It was reported, that the patient presented for explant of the pulse generator. Right ventricular, right atrial, and left ventricular leads, due to infective endocarditis. The patient was stable before, during, and after the procedure.